Manufacturer narrative:
It was reported that when using the hls cannula 21 fr 15 cm for ECMO, the griff (hub part) of introducer came off and could not be inserted. Customer used a new product to continue to treatment. No harm to any person has been reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2024-09-24. A visual inspection was performed for the glued area of introducer and griff (handle). It shows that an inhomogeneities in the gluing area. Further, no additional damages were observed on the product. Based on this, reported failure could be confirmed. Exact root cause for this was not determined, however most probable root cause could be a manufacturing issue at the gluing of the introducer assembly. The gluing was not performed properly with a lack of glue and inhomogeneous distribution inside the gluing gap. The incoming inspection reports of the affected components griff (handle) (batch # 3000189835, # 3000189836) and introducer (batch # 3000235172) were reviewed on 2024-08-06. The griff (handle) was checked visually for particles, pressure marks, rills, streaks, sinks, fat, dirt, blur, cords, scratches, burrs, bubbles and also measured for diameter (inner). The introducer was checked visually for ridges, sharp edges, cracks, streaks, dirt, spots, bubbles and also measured for diameter (outer). All tests were passed as per specifications. The review of the non-conformities has been performed. It does not show any non-conformity in regard to the batch numbers of reported components with related to the reported failure. The reported product was manufactured on 2022-10-20. After the production of the reported product lot, the basic operation procedure ¿gluing grip on introducer¿ was updated to revision 05 and a training was performed for production employees. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).

Event description:
It was reported that when using the hls cannula 21 fr 15 cm for ECMO, the griff (hub part) of introducer came off and could not be inserted. Customer used a new product to continue to treatment. No harm to any person was reported. Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.